Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open hemicolectomy, during anastomosis, the surgeon was able to fully push the thumb piece but staple line was incomplete centrally. The staple line was fixed by suturing. The surgical time was extended for 30 minutes or more due to the issue.